Manufacturer narrative:
Exact date unknown, event occurred six and a half months ago from the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging despite multiple attempts of troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.